Event description:
Pump was infusing. Paused IV pump and disconnected pt so he could walk to br. Pt returned and was reconnected to pump. When rn attempted to restart pump, it produced an error warning. Pump was immediately removed from service and a work order was placed. No harm to patient. Manufacturer response for pump, IV, alaris pc unit (per site reporter). Manufacturer states that the operating system needs to be re-flashed. We have ordered and received flash card from manufacturer to re-flash operating system. Manufacturer stated this error/problem can occur if the user presses multiple buttons too fast. We have now witnessed this error message with more than 5 pumps.